Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d4: lot number. Expiration date. H4:manufacturing date. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: france. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in france. It was reported that patient faced infusion set detachment event on (B)(6) 2024. The site of detachment was the tubing cannula side. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.